Event description:
Customer reportedly obtained results of 450mg/dl and 122mg/dl on the voicemate/advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.